Event description:
It was reported that after implantation of the intraocular lens (iol), the patient had a postop visual acuity of myopia -4d. The iol was removed and replaced with the same model and diopter. One week later, the patient's vision was as originally planned, emmetropia. The physician believes the original lens diopter was not as labeled.

Manufacturer narrative:
The returned intraocular lens (iol) was received in an unlabelled container, cut in 2 pieces across the optic. The reported diopter was 21.0, the measured diopter is 26.0. A review of the production orders that were procssed on the same day at the manufacturing site did not show any possibility of a lens mix-up. The test equipment calibration was reviewed and confirmed that all diopter measurement equipment was appropriately calibrated while this production order was manufactured. No additional reports have been received for the remaining iols in this batch record. In summary we could not identify a process deviation at the manufacturing site or an assignable cause of this event. The manufacturer's investigation into the event will continue.